Event description:
It was reported that bd maxplus needleless connector was leaking the following information was received by the initial reporter with the following verbatim. The patient was admitted to the hospital for cholangiocarcinoma and on (B)(6) 2024, at 0900 hours, the product was used for infusion therapy and leaked while connected to the infusion set for infusion. Patient did not experience injury. Replace needleless connector.

Manufacturer narrative:
A mp1000 china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 23085470. The feedback provided by the customer states that, "the product was used for infusion therapy and leaked while connected to the infusion set for infusion." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23085470 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.